Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 27 mg/dl. The customer stated that he had been experiencing low blood glucose levels for the past six days. Troubleshooting was performed, and the insulin pump was programmed correctly. However, found that the customer is new to insulin pump therapy, and had been giving himself too much insulin. On (B)(6) 2011, the customer delivered 11.6 units of insulin in a 1 hour period with a blood glucose reading of 171 mg/dl and an insulin sensitivity of 25. The customer also reported that he was hospitalized for low blood glucose levels on (B)(6) 2011. Advised the customer that the insulin pump settings may need to be reviewed by his healthcare professional since he is new to the insulin pump. Nothing further was reported.